Event description:
Further information was received that the generator would not be returned because the explanting facility does not return explanted products. No additional relevant information has been received to date.

Event description:
Report received that a patient had experienced an increase in seizures since an MRI was taken. The patient also reported that stimulation had not been felt since this MRI. The device was suspected to be on at this time. The device had been disabled prior to the MRI, but was reset to prior settings after the MRI was taken. Neither the programming history database nor the physician's notes provided the vns settings or diagnostics on or after the day of this MRI. The vns was found to be at end of service and in a pulse disabled condition five months after this MRI, but it was not suspected that the device was in this condition immediately following the MRI. However, a diagnostic test was taken at this appointment five months later and the results were found to be within normal limits. The patient's physician reportedly did not have any other information to provide on the increase in seizures around this time. The generator was replaced but has not been returned to the manufacturer to date. No additional relevant information has been received.